Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurement was due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded one low, out-of-range shock impedance measurement of 14 ohms. The patient reported hearing beeping from the device. Technical services reviewed the available device data and discussed that the historical shock impedance measurements over the past year were around 70 ohms. A spurious measurement which has since returned to normal is likely benign. The painless measurement pulse used for the impedance test is sub-threshold and can be sensitive to environmental factors. Looking across the other diagnostics both on the right atrial (ra) and right ventricular (rv) leads, consistent in range values were noted. Recent stored electrograms (egms) suggests all channels are clean/artefact free and demonstrate appropriate sensing. The device would need to be interrogated with a programmer to turn off the beeping that was caused by the out-of-range measurement. No adverse patient effects were reported. The device remains implanted and in service.